Event description:
It was reported that a dissection occurred. A percutaneous coronary transluminal angioplasty was performed on a right coronary artery (rca). A 3.50 x 38 synergy stent was advanced and deployed in the rca. Following deployment and after post dilation, a distal edge dissection was noted in the distal part of the stent. To cover the edge dissection , a 3 x 38 synergy stent was deployed distal to the first stent, overlapping it and covered the edge dissection. The procedure was completed successfully, and the patient was reported to be fully recovered and stable post procedure. No further patient complications resulted in relation to this event.

Manufacturer narrative:
E1: initial reporter address 1 and d6a implant date: corrected.

Event description:
It was reported that a dissection occurred. A percutaneous coronary transluminal angioplasty was performed on a right coronary artery (rca). A 3.50 x 38 synergy stent was advanced and deployed in the rca. Following deployment and after post dilation, a distal edge dissection was noted in the distal part of the stent. To cover the edge dissection , a 3 x 38 synergy stent was deployed distal to the first stent, overlapping it and covered the edge dissection. The procedure was completed successfully, and the patient was reported to be fully recovered and stable post procedure. No further patient complications resulted in relation to this event. It was further reported that the 90% stenosed target lesion was located in mildly calcified and moderately tortuous rca. There was a significant bend in the lesion greater than 90 degrees. The lesion was prepared with a semi complaint balloon. There was no issue with stent deployment. The balloon inflated and stent fully deployed.